Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was debris and hairs in the silicone drain evacuator.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted visual inspection noted foreign material measuring .80mm^2 and located inside the packaging. Therefore, the reported event is confirmed and does not meet specifications per ip7600139 rev 12 which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." A labeling review was not performed because labeling could not have prevented the reported failure. A DHR review is not required as the lot number is unknown. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was debris and hairs in the silicone drain evacuator. Per customer via email on (B)(6) 2025 it was reported that a total of 17 silicone drain evacuators contained debris. Sample is available. Pending sample return. No further details were provided. Per sample evaluation, foreign material was found. Lot: ngkq0974; release date: 04/09/2025; expiration date: 02/28/2030.